Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump had stopped all insulin delivery. Tandem technical support reviewed the customer's pump t:connect data and found that the customer had received multiple auto-off alarms. The customer was uncertain if the blood glucose level was impacted. Tandem technical support advised the customer to consult with a healthcare provider prior to adjusting the auto-off setting.